Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/15/2015. The fse found that tubing through pinch valve vl54 was worn. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a cl3ear leak from the coulter lh 780 hematology analyzer. The volume of the leak was not specified. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.